Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was currently in the hospital due to high blood glucose levels. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur as the mother did not have the insulin pump with her. No products were shipped or returned.